Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device issue and high blood glucose. The customer's blood glucose was 400mg/dl at the time of incident and currently at 251mg/dl. Customer stated turned off auto mode due to it not working. Trouble shooting was performed and found event resolved by changing complete set (inf and res). The insulin pump will not be returned for analysis.